Manufacturer narrative:
Correction: the correct date of awareness is april 04, 2024; not april 16, 2024 as previously reported. This report is submitted on june 11, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to needing continous MRI and other medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 13, 2024.